Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: DHR review: the DHR check could not be performed as the lot number was not available. Trend analysis: a trend considering the following event is identified: fracture 6 similar investigated events within last 6 months for item number 01.00209.114 have been found. Event description: it was reported that during surgery the impactor 36 fractured. The surgical technique was followed, no surgery delay and no contributing factors were reported. Review of received data: neither medical nor patient data provided. Device analysis: - visual examination: the hemispherical surface as well as the rim area of the impactor does not show any conspicuous deformation or abnormalies. The fracture line runs just below and parallel to the reference number of the device until it suddenly changes direction and runs into vertical direction. The device part containing the size labeling is still intact. Additionally, some of the thread turns are shorn. Based on this visual examination the reported event can be confirmed. Review of product documentation: compatibility: compatibility check could not be performed as only one product had been reported. Root cause analysis: root cause determination using sap rmw: - instrument breaks, deforms, diverges impairing its function due to inadequate design for intended performance => not possible, as a systematic issue with design would have been detected as part of the issue evaluation assessment. - instrument breaks, deforms, diverges impairing its function due to mechanical properties of material insufficient => not possible, as according to material compatibility specification sap 178821 the material has been tested. Further, a systematic issue with material properties would have been detected as part of the issue evaluation assessment. - instrument breaks due to degradation of material due to cleaning and sterilization => possible, as it is unknown how many times the devices had been used. - fracture of instrument due to general corrosion (crevice, pitting, galvanic) => not possible, as the device is made of sulene-pom. - instrument breaks, deforms, diverges impairing its function due to excessive deterioration of instrument during long term use => possible, as it is unknown how many times the devices had been used. - damaged instruments, implants, body or wrong operational step due to surgeon or or staff unfamiliar with instrument usage and handling => possible, as no information about previous surgeries and the general handling of the device is given. - instrument breaks, deforms due to off-label/ abnormal-use => possible, as no information about previous surgeries and the general handling of the device is given. - instrument cannot be used with the mating instrument or mating implant as intended (due to damaged and/ or seized instrument) due to failure of instrument assembly condition due to off-label/ abnormal-use, excessive deterioration => possible, as no information about previous surgeries and the general handling of the device is given. Conclusion: it was reported that during surgery the impactor 36 fractured. There is no information about the course of events and no information about the general handling of the device. The quality records could not be reviewed as the lot number is aunknown. A CAPA has been implemented in 2015 for a similar issue and has identified "usage/men (incorrect use and off label use)" as the root cause. Issue evaluation has been initiated in december 2017 and it was determined that the design is acceptable. It might be a possibility that unusual high impact / torque forces might have occurred on the instrument during surgery, leading to the breakage. Another possibility is that the setting instrument was screwed on incompletely or at an angle, resulting in high stress in the material, which could have led to the breakage. Nevertheless, the issue evaluation assessment was performed and identified 6 similar investigated events within the last 6 months from the event date jan 14, 2019 of this complaint for item number 01.00209.114. Based on the available information and the ie-assessment further investigation has been initiated to determine the necessity of potential corrective and/or preventive actions. Therefore the ie-request was closed without any further corrective and/or preventive actions as the risk for each severity was assessed as acceptable. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Event description:
Please refer to report 0009613350-2019-00059.

Manufacturer narrative:
This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet (B)(4) manufactures a similar device that is cleared or distributed in the united states. The manufacturer did not receive devices for review but it was mentioned that it will be returned. X-rays or other source documents were not provided for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. Additional information has been requested and is currently not available. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the instrument got fractured during surgery when impacting the insert. There is no adverse consequences reported. No fragments were left in patient.